Event description:
A patient reports undergoing cataract surgery with bilateral implantation of the crystalens. The right eye was implanted in 2008 and the left eye was implanted on two weeks later. Postoperatively, he reports an improvement in near vision, but a decrease in uncorrected intermediate and distance vision. The patient also reports experiencing diplopia and night driving difficulties from oncoming headlights. Additional information was received from the patient, who reports that his vision improved some after his physician performed limbal relaxing incisions.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.